Manufacturer narrative:
Explant was reported due to a leaflet tear. Leaflets 1 and 3 were torn. There was fibrous pannus ingrowth on the inflow surface of leaflet 1. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined; however, the pannus noted on the inflow surface of leaflet 1 tethering could have induced increased stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which can lead to leaflet tears and reduced durability.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2016, a 27mm trifecta valve was implanted. On (B)(6) 2019, a 27mm trifecta valve was explanted and replaced with a perceval heart valve. Upon explant, it was found that there was a torn leaflet.